Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2017 noted that on (B)(6) 2016, the patient presented in clinic for follow up. The patient experienced pain a the pocket. The right atrial lead continued to exhibit noise. No intervention was performed. The patient was otherwise fine and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the right atrial lead exhibited noise. Noise was not reproducible. Chest x-ray was performed and no anomalies were noted. The lead was reprogrammed. On (B)(6) 2016, the patient was seen again and noise issue continued. Chest x-ray was performed and revealed no anomalies. No further intervention was performed.